Event description:
It was reported that a patient underwent an open incisional hernia repair procedure on (B)(6) 2010 and mesh was used. The patient had an incarcerated omentum from the hernia sac. The patient developed a recurrent hernia and underwent a procedure to repair it on (B)(6) 2011. During the procedure the old mesh was removed. The mesh appeared to separate from the right side and within this recurrent hernia was some incarcerated omentum. Adhesions were taken down. A different mesh was used to complete the procedure.

Manufacturer narrative:
(B)(4). Hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.